Event description:
IV was running and the pump alarmed for air in the line, when the line was checked it had a hole in it and was leaking total parenteral nutrition. The tubing was changed, and the tubing with the hole in it was given to unit management.